Event description:
It was reported to philips that the heartstart xl+ defibrillator paddles would not discharge. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.